Event description:
From the complaint description: vice president of field sales was informed via phone call on 28aug2024 that an event had occurred at their (B)(6) dialysis clinic. A patient was hooked up to a dialysis machine when the bloodline disconnected. There was blood loss and the patient expired. The customer facility called to provide an early alert of the patient event and to inform b. Braun that they would be reporting the event to the FDA and would be formally filing a complaint with us. Please allow the customer a few days to collect additional information regarding the reported event. Additional information will be provided as it becomes available. Customer complaint advocate called the sales representative who reported that he had reached out to the customer facility a number of times to collect any available, additional information and that the customer facility initially reported that the would have additional information last week and then they requested an extension until yesterday (tuesday as they had a meeting scheduled and would provide an update after that). They reported that they had some information but were going to gather additional information and report back in one communication. The sales representative will reach out to the customer again today and then provide all of his attempts in writing via email. Customer complaints advocate advised that management would confer and then provide a path forward after he submits whatever he has collected. Update: entering for (B)(6) as she is currently traveling. (B)(6) called the end user (B)(6) of davita. She left a voicemail for her to please return her call. (B)(6) also sent an email to (B)(6). Pir will be updated as information is made available called and left a second message for (B)(6), awaiting response. Will update pir accordingly.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
From mw5159605: patient sex: female. Outcomes attributed to adverse event: hospitalization, death. Date of event: (B)(6) 2024. Date of this report: 13-sep-2024. Describe event or problem: two hours into hemodialysis treatment patient was discovered to have a line disconnection which resulted in a blood loss and subsequently death. Device available for evaluation? Y. Type of event: death. Model #: sl-2000m2095da, lot #: 00vl930666. Health effect - clinical code(s): 1841: exsanguination.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Mw5159605 received with additional information received on 25 sep 2024: product code #: sl-2000m2095da, lot #: 00vl930666. Based on this information, the initial manufacturer report number (2521402-2024-00110) is incorrect and a new manufacturer report number for this incident is 2523676-2024-00869.